Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. In addition, it was reported a malfunction occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer had back up lantus and insulin pens for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified; however, there was no failure identified for the reported unexpected shutdown.